Event description:
It was reported that the patient with an implanted lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) and implantable neu rostimulator 97715 intellis adaptivestim pain experienced high impedance on certain connections, with impedance values of 40,000 ohms on positions 10 and 13, and received a "cannot provide desired settings" error when increasing intensity. The issue was not observed on the day of surgery and was not associated with any symptoms, complications, or adverse outcomes. The patient reported a fall in september, but no direct link to device issues or adverse outcomes was established. Troubleshooting was performed by programming around the affected connections. The issue remains ongoing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.